Event description:
The pt reported she did not notice anything unusual during pod activation. The cannula was inserted correctly into the infusion site with the pink side visible on top of the pd. She also stated that she recently changed her user settings due to low blood glucose. Her bg, carbohydrate intake and insulin history is a follows: time: 7:07 am, bg (mg/dl): 221, cho (g): 16, bolus (u): 5.65; 10:25 am, 408, 29, 12.05; 11:00 am, 468, , 3.70; unavailable, 465 (lab). She didn't feel any insulin on her skin; she decided to go to the emergency room. Upon arrival they took a blood sample from her and also a urine analysis (ua) was gathered. She was treated with manual injection of insulin (exact dosage was not provided) and her bg result lowered to 395 mg/dl. At 4:27 pm the pod was deactivated and it was discarded at the ER. At 4:31 pm she was able to activate a new pod and gave a bolus of 12.9 units of insulin.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.